Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated repositioning procedure, the atrial lead exhibited insulation abrasion. The physician applied medical adhesive to the insulation and the procedure was concluded without adverse consequences.